Event description:
It was reported that during lead implant procedure on (B)(6) 2021, the right ventricle (rv) lead had high capture thresholds. After multiple attempts of positioning the lead, the helix would not extend. A new rv lead was used and implanted with acceptable parameters. There were no patient consequences and patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and unacceptable capture threshold were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported events was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. No other anomalies were seen.